Event description:
The customer reported that during a routine check of the iabp, the colors of the pressure curve (red) on screen were mixing intermittently, making the pressure curve difficult to view. No patient was involved.

Manufacturer narrative:
The complaint for the displaying mixed colors on the pressure wave form was verified. The display unit was replaced on (B)(4) 2013. Since the issue was not resolved with the replacement, the software was upgraded on (B)(4) 2013. The unit did not work with the new screen even after software upgrade, the screen was replaced with a second new display (part number 0997-00-0563) on (B)(4). The issue has been resolved. The iabp was tested and is available for service. The faulty components were returned to (B)(4) for evaluation. The original video generator pcb was sent to repair on (B)(4) 2013 and parts u41 and u43 were found to be defective. After replacing the parts, the pcba, video generator (part number 0670-000781) tested to factory specifications. The replaced screen was sent to repair on (B)(4) 2013 and the video generator board (part number 0670-00-0781) was found defective. (B)(4).